Event description:
It was noted during evaluation by a philips fse (field service engineer) that the device failed to recognize the therapy cable. There was no patient involvement.

Manufacturer narrative:
(B)(4).